Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 332 mg/dl and 96 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips; however, customer states that strips have been used and discarded. Replacement was sent.

Manufacturer narrative:
Will not be returned to manufacturer.